Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient presented with on-going, worsening pain and a reduction in movement of the left thumb. Upon x-ray, it was found that two (2) screws had broken within the distal portion of the plate, causing irritation. The plate and all screws were explanted during the revision surgery the fracture had healed so there was no further internal fixation required. All plates and screws were successfully removed the patient is reported to be doing well, having rehabilitation on thumb and gaining movement again.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary picture review: narrative (one screw head broken off, one screw head damaged, one va-lcp-2-column distal radius plate intact) could be confirmed from provided picture. However, root cause cannot be verified without having the complained part available for investigation product was not returned. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
PMA/510k: this report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date the patient presented with progressive, worsening pain at the surgical site, as well as decreased movement in the left thumb. On (B)(6) 2017 the patient had a distal radius plate implanted. An x-ray, taken on an unknown date, confirmed that the screw head had sheared off and was severing the tendon. Another screw in the distal portion of the plate was also noted to be broke. On (B)(6) 2020, that a patient had revision surgery due to the tendon injury caused by a broken screw. Patient outcome was unknown. Concomitant devices reported: screws: trauma (part number unknown, lot unknown, quantity 1), plates: lcp dia-meta volar distal radius plate (part number unknown, lot unknown, quantity 1), plates: distal radius (part number unknown, lot unknown, quantity 1). This report involves unknown screws: trauma. This is report 2 of 2 for (B)(4).